Manufacturer narrative:
H.6. Investigation summary: "bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cracked tube was observed. Additionally, the customer sample was visually inspected and a cracked tube was confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for a cracked tube." The following fields were updated due to additional information: d9: device available for evaluation:  yes, d9: returned to manufacturer on: 2023-05-23. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes the tube was discovered to be cracked. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, a tube cap was found to be cracked before usage, and the affected tube was thus not used.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes the tube was discovered to be cracked. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, a tube cap was found to be cracked before usage, and the affected tube was thus not used.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.